Manufacturer narrative:
A ge svc rep performed an onsite investigation. The video cables and general purpose operating sys were reseated, and the sys software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.